Event description:
A surgeon reported a broken haptic during intraocular lens (iol) implant surgery. The broken haptic was noticed after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.